Manufacturer narrative:
On (B)(6) 2020, during visual evaluation of the device, it was observed to be ruptured. Microscopic examination of the edges of the rupture revealed striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 3505504bc and lot number 6941337) is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/4/2019, it was reported to mentor that the replacement device were mentor memorygel breast implant 550cc. The left implant had free silicone throughout the pocket. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures reason for device explant and/or reoperation: rupture. On (B)(6) 2019, according to the information provided, the patient experienced a rupture on left breast implant. Since the product has not been returned, it has been concluded that rupture is a known complication associated with these devices as stated in the IFU. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Rupture, as indicated in the IFU, is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. This report contains supplemental information for mentor psr reference number ip-00531424. This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00531424. It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 600cc and experienced rupture on the left breast implant. The patient had MRI that confirmed rupture. As a result, the patient will undergo removal on (B)(6)2019.